Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that cartridge alarm 19 occurred during load and basal delivery. The customer was unsure if the cartridge alarms impacted blood glucose (bg) level, as bg level was reported to have been elevated for the past few days. Bg level had elevated as high as 312 mg/dl. The customer took manual injections to address bg level.